Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots and reboots after replace battery alarms. During a visual inspection of the pump, corrosion was observed inside the battery compartment. The battery compartment was observed to be cracked above the bumper pad. The battery cap was not returned; a test battery cap was able to fit securely to maintain electrical connection. The pump powered on with audible and vibratory alarms operational, indicating power to the pump. The pump was exercised for 24 hours with no power interruptions. The complaint of no power to the pump was not duplicated, however, evidence of moisture corrosion was confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.